Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not connecting the patient line extension prior to priming is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient connected the patient extension after priming their line while performing therapy on the homechoice device. The patient was connected to the homechoice during initial drain. The technical service representative explained the proper procedure to the patient and advised the patient to start therapy over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of this initial report. No additional information is available at this time.